Manufacturer narrative:
(B)(4). Batch # unk health effect ¿ clinical code = gastrointestinal system (e10) the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the staples formed properly by confirming the video of the procedure. The washer was cut. It was difficult to remove the device and the target tissue was pulled to the distal (anal) site. Covering stoma was performed because of the additional suture. The patient is stable. Dr commented that the difficulty of removal was caused on the tension of the anastomosis or how to remove the device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Please explain was does ¿alplar¿ mean? Please explain what does ¿sons¿ mean? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Can you please provide the steps that were used for firing the device? Can you please explain each step that was used for opening the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed?

Event description:
It was reported that during alplar, there was a difficulty in removing the device from the patient after the firing. The adjusting knob was rotated 2/3 and waited for 2 minutes before the firing and waited for 1 minute after the firing. The adjusting knob was rotated 2 turns and the device was attempted to remove but it did not smoothly, so the adjusting knob was rotated half more. The device was removed, but it was found the tissue around sons was damaged. Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 02/26/2021. During the visual analysis of one photo, the following was observed: the photo shows an echelon circular device from top view and it can be seen with the battery detached and the anvil attached. The condition of the device could not be assessed. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4) date sent: 02/25/2021. D4: batch # u5c494. H6: component code = others (g07) additional information was requested, and the following was received: what were the indications for surgery? The cancer. What surgical procedure was performed? Laparoscopic laparoscopic. Please explain was does ¿alplar¿ mean? It means lap lar. Please explain what does ¿sons¿ mean? It means staple on staple. Did the patient receive any preoperative chemotherapy or radiation? No further information is available from the hospital. Were there any issues experienced with the device in the initial surgical procedure? No other than removal. What healthcare professional fired the device and what is his/her experience with the device? The surgeon used the powered circular three times. He experienced the ils serieas many times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The indicator located to 2/3. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The adjusting knob was rotated 2/3 and waited for 2minutes before the firing and waited for 1minutes after the firing. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? The washer and the donuts tissue were cut. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 and half. Can you please provide the steps that were used for firing the device? The adjusting knob was rotated 2/3 and waited for 2minutes before the firing and waited for 1minutes after the firing. Can you please explain each step that was used for opening the device? The adjusting knob was rotated 2 turns and the device was attempted to remove but it did not smoothly, so the adjusting knob was rotated half more. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes. If so, please describe. The donuts was cut without problem. Were there any issues noted with staple formation?the staples formed properly by confirming the video of the procedure. If so, please describe the shape and location. Was a leak test performed? Yes. If so, what type and what was the result? Negative. No leak. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? No leakage was confirmed. After the procedure, the patient is stable. How was the leak identified? No leakage was confirmed. What was observed at the site of the leak upon reoperation? No leakage was confirmed. How was the leak addressed? No leakage was confirmed. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.